Manufacturer narrative:
Per the user guide: keeping the syringe vertically aligned with the cartridge, and the needle inside the fill port, pull back on the plunger until it is fully retracted. This will remove any residual air from the cartridge. Bubbles will rise toward the plunger. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred after loading a cartridge with approximately 450 units of insulin. The customer had not performed the cartridge air removal step. Tandem technical support assisted the customer to successfully load a new cartridge. Blood glucose level was 212 mg/dl.